Event description:
It was reported that a power injectable microbore non-dehp catheter extension set with neutral lad leaked from between the ¿connector and extension set.¿ this occurred during patient infusion. There was no patient injury or medical intervention associated with this event, although the reporter did state that the patient was exposed to saline or contrast and required an additional radiation dose as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.